Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed to stay closed. A field service engineer (fse) confirmed that the drawer 7 in auxiliary unit was failing hardware as it unable to stay closed. The fse tried recovering the error, but the drawer was failed to open. The fse suspected the issue with inseparable misalignment, so the fse adjusted the inseparable and aligned its position for position sensor to recognize its position. Instrument up and running afterwards. The system functioned as intended after the field service engineer repaired the device.